Manufacturer narrative:
The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08730 inches. The trace and history files were successfully downloaded using thump. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, stained keypad overlay, cracked battery tube threads, cracked battery compartment at the corner of the belt clip rails, and pillowing keypad overlay. High bg anomaly is not confirmed. The pump history file lists three (3) boluses on the event date, 11/23/2025, listed below: 11/23/2025 01:54:11.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0). Normalbolusamountprogrammed: 13000 (1.3 u) bolusamountdelivered: 13000 (1.3 u) 11/23/2025 13:17:35.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0). Normalbolusamountprogrammed: 43000 (4.3 u) bolusamountdelivered: 43000 (4.3 u) 11/23/2025 18:08:07.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1). Normalbolusamountprogrammed: 65000 (6.5 u) bolusamountdelivered: 65000 (6.5 u). Please see below for the daily total of all insulin delivered on the event date, 11/23/2025: 11/24/2025 00:00:00.000 dailytotalsg670 (63). Dailytotalcollectionstarttime: 11/23/2025 00:00:00.000. Dailytotalofallinsulindelivered: 504500 (50.45 u). Dailytotalofbasalinsulindelivered: 383500 (38.35 u). Dailytotalofbolusinsulindelivered: 121000 (12.1 u). There were no auto suspend events on the event date, 11/23/2025. There were no user suspend events on the event date, 11/23/2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced frequent hyperglycemia and requested a pump replacement due to this issue. The customer reported blood glucose value of 500 mg/dl. The event involved products mmt-1880, mmt-397at and mmt-332a. Troubleshooting was declined by the customer for high blood glucose and it was unknown whether the customer had been using the insulin pump within 48 hours of the reported event and unknown whether the auto mode/smartguard feature was active at the time of the event. No further patient complications were reported. The customer will discontinue the use of the pump. Mmt-1880 was requested and customer response was the device will be returned. No product return is required for mmt-397at. No product return is required for mmt-332a.